Event description:
During routine maintenance of the device, it was observed that the unit had a broken p4 wire on the pt connector harness. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The quik-combo pt connector was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed connector and verified that the crimp was separated from the wire.